Event description:
In 2002 the pt had an uneventful gastric bypass performed. After the surgery, the pt reportedly experienced difficulty with wound healing. The wound was re-explored nine months later and, then the pt had a 3rd unspecified surgery in 2003. During the subsequent surgery, sutures were found that were unabsorbed and surrounded by multiple chains of abscesses. Following the surgeries, the pt reportedly developed chronic wound infection at the site. They had an open wound for about 6 months. Current status is unknown.